Event description:
It was reported that a tasp was found to be fractured during an inspection of trays being sent out for surgery. There was no patient involvement.

Manufacturer narrative:
(B)(4). Visual evaluations of returned item found it to exhibit signs of repeated use and the post feature has fractured off. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history identified no additional similar complaints for the reported item and part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.